Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a jump in left ventricular (lv) pace impedance measurements of greater than 2,000 ohms, triggering a lead safety switch (lss). The device was reprogrammed in the clinic back to bipolar. There was no noise observed. Technical services (ts) discussed programming options and that the health care professional (hcp) could continue to monitor. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a spike in left ventricular (lv) pace impedance measurements of greater than 2,000 ohms, triggering a lead safety switch (lss). The device was reprogrammed in the clinic back to bipolar. There was no noise observed. Technical services (ts) discussed programming options and that the health care professional (hcp) could continue to monitor. The device remains in service. No adverse patient effects were reported.